Event description:
The device was returned to the service center with a report from the customer contact that at start up, the device alarmed with a battery service malfunction alarm code and lines were noted on the touchscreen display. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. No additional information was provided. There was no indication of a reportable malfunction. However, during verification testing at the service center, the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code.

Manufacturer narrative:
The device was received. Investigation is not complete. The report represents all the information known by the reporter upon query by hospira personnel.